Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year and one month of post deployment, a chest posteroanterior and lateral x-ray was performed on patient reported experiencing chest pain, noting presence of inferior vena cava filter and no acute chest abnormality was identified. Around, three years and seven months later, a computed tomography abdomen and pelvis without contrast was performed on patient with right-sided abdominal pain, noting inferior vena cava filter in stable position and negative study for renal stone. Around, one year one month later, a computed tomography lumbar spine without contrast was performed on patient with radiculopathy, noting inferior vena cava filter at the l2-l3 level. Around, seven months later, a computed tomography lumbar spine without contrast was performed on patient with radiculopathy, noting presence of inferior vena cava filter. Around, one year and two months later, x-ray abdomen and chest noted inferior vena cava filter in place projecting to the right of l2. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2013) .

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.